Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a constant false air in line alarm was confirmed by baxter personnel in the pump's event history but not duplicated during product evaluation. The root cause of this condition was assigned to the air in line printed circuit board (ail pcb) being out of calibration. The ail pcb was recalibrated and verified to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility representative reported a colleague infusion pump which experienced a constant false air in line alarm during delivery in biomedical service. There was no patient involvement. The software version of this device is currently unknown. No additional information is available at this time.